Event description:
The facility reported a flogard device that was "reading an error on the read out code 9." The error code 9 occurred during patient infusion and therapy was interrupted. A new pump was used to continue the therapy. No patient injury or need for medical intervention was reported. Although requested, additional information has not been provided to baxter.

Manufacturer narrative:
A baxter service technician evaluated the pump. The customer reported condition of a flogard infusion pump that read "error code 9" during patient use was not confirmed during the product evaluation nor could it be reproduced. The device was tested and returned to the customer. The manufacturing facility will continue to monitor similar reports for possible trends.